Event description:
Customer called to report damage to the insulin pump. Customer stated that there are cracks near the reservoir window. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
No cracks were noted near the reservoir tube window. The insulin pump had moisture damage on the liquid crystal display board and keypad traces. No moisture damage was noted on the radio frequency board, mother board, interface board, battery tube or vibrator assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.